Event description:
It was reported that during surgery the device did not work at all. There was no patient impact and there was a delay of 0-15 minutes while the patient was under anesthesia. Another product was utilized to complete the procedure. Due diligence is complete and there is no additional information available. During device evaluation, it was discovered that the batteries were leaking electrolyte.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2: event occurred in japan functional testing found the device would not power on with the original battery pack nor when connected to a lab battery pack. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. The batteries were installed in the correct orientation inside the pack. There did not appear to be damage to the wiring of the pack. Visual inspection of the interior of the handpiece found the plunger was stuck in place inside the plunger housing. No other damage was found. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the battery issue is attributed to the manufacturing process. The root cause of the stuck plunger cannot be determine at this time. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.